Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship exists between the ccpd therapy with the liberty cycler and the bilateral hernia. There is no documentation that shows a causal relationship between the hernia and the liberty cycler. It is unknown if the patient had a history of hernia. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed that the patient had an outpatient procedure to repair a bilateral hernia (unspecified location). It is unknown if the hernia was a pre-existing condition prior to the start of pd therapy as the start date for pd therapy is unknown. The patient¿s signs and symptoms are unknown. The patient underwent the procedure on (B)(6) 2017 and temporarily transitioned to hemodialysis while the abdomen recovered from the procedure. The patient returned to pd therapy on (B)(6) 2017 after recovery. The patient fully recovered from the hernia event and continues continuous cycling peritoneal dialysis (ccpd) therapy on the liberty cycler.